Event description:
Bipap machine went to ventilator inoperable and ceased to provide mechanical ventilation. Machine did alarm, parameter read 00. Technician reprogrammed unit it did the same thing. Removed the unit from pt and replaced with a different bipap unit.